Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the description of the product used with the concomitant device. All records revealed all product lots were mfg within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Since the screws were not returned for eval, we are unable to determine the exact cause of the break. It was reported the pt had a fall which may have caused the screws to break or they may have failed in typical fashion after fusion had taken place or a non-union. Exact implant date is not known. It was performed sometime in 2010.

Event description:
It was reported to globus that a revision surgery took place (B)(6) 2013 to remove two broken bilateral s1 screws which broke. Broken screws were replaced with (2) 10.0mm revere pedicle screws, 55mm.